Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk failed membrane leak test .there was no patient involvement reported.

Manufacturer narrative:
Additional point of contact: (B)(6). Department: bio med. Occupation: biomedical engineer. It was reported that during a preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) had found safety disk leakage test failed . A getinge field service engineer during pm inspection, safety disk failed membrane leak test (>6). Fse replaced safety disk (d202-00-0140). Device passed functional and safety tests according to factory specifications. No patient involvement, the defective components were received for further investigation. The failure analysis and testing dept. Received safety disk with a reported unit failure of fails membrane leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Performed an all manifold test. The membrane leak test passed with a reading of 3mmhg. The factory specification is +-6mmhg. The fat could not replicate the failure that the customer experienced. The safety disk passed testing. Retaining the safety disk in the failure analysis and testing department per procedure number (B)(4) rev. An. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.